Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. No date for a possible re-implantation date has been received yet.

Event description:
When child presented for a routine ((B)(4) 2018) fitting he was found to have abnormal in situ measurement results on the left side. No trauma or accident is reported. Reimplantation is considered but not yet scheduled.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Affected channels observed during routine fitting. No trauma or accident is reported. No change in medication or illness. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
When child presented for a routine ((B)(6) 2018) fitting, he was found to have abnormal in situ measurement results on the left side. No trauma or accident is reported.